Event description:
It was reported a granuloma occurred. It was noted the pump was turned off seven weeks prior to report due to granuloma and that they were "getting ready" to have pump "taken out" due to granuloma, although no date was provided. It was unclear if pump and catheter revision were going to be done. The system was used to infuse dilaudid.

Manufacturer narrative:
Concomitant medical products: catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
(B)(4).